Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer had one or two sensors that did not seem to be accurate. Customer stated that the sensor was reading low and the blood sugars were much higher than the sensor by at least 100 points. Customer stated that the pump went into threshold suspend. Customer declined troubleshooting. No further assistance needed.